Event description:
It was reported that patient with this right ventricular (rv) lead experienced perforation. The lead was repositioned, and a drainage was performed. To date, this rv lead remains in service. No additional adverse patient effects were reported.